Event description:
A peritoneal dialysis (pd) patient reported a distorted display issue on the cycler screen. Distorted display occurred in dwell 3 of 4. The screen was green. The screen brightness was dim and set to 10. The cycler was rebooted and upon rebooting the cycler after 3 minutes of being unplugged, the patient reported smelling an electrical burning smell. The cycler was replaced due to screen brightness issue. The technical support representative issued the cycler replacement. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal visual inspection of the returned cycler was performed and encountered a slight burning smell traced to a short on transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel display replaced on 06/01/2023. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.